Event description:
It was reported that during the ureteroscopy procedure for the treatment of kidney stones, the fiber stopped working after 2 hours of firing time. The physician tried to strip and cleave the fiber but still it did not work. The procedure was completed using another fiber without any patient complications. Analysis of the returned device identified that the fiber body was broken.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis found that the fiber was received in two pieces. There was a break in the fiber body. Microscopic analysis identified that the fiber tip was degraded and the fiber connector exhibited burn marks on the connector face. A review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Further investigation determined that wear and tear of the uv curing system during manufacturing contributed to an increase in fiber break incidents. Based on a thorough review of the information available, a conclusion code of quality control deficiency has been assigned to this investigation.